Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient provided their weight at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned that when charging they have to sit in a weird way due to their ins being a little "wonky" inside of them. The rep noticed this about a week after implant. The rep saw the way the pt had to turn to charge their ins (has to sit in a chair with really good lumbar support to charge and has to hunch over and turn a little to the right). The pt mentioned that it sometimes "kicks off" when charging so they then have to readjust. Additional information was received from a manufacturer's representative (rep). The rep reported that the ins sits a little tilted. There were no device issues. The patient was able to charge with no issues now. All issues were resolved. Additional info was received from the rep. Not sure of the exact cause of the tilting. Surgeon seems to think it might have been implanted not perfectly flush and patient also has more tissue and gained some weight. Additional info was rec'd from the rep. It was reported that the placement issue was probably due to positioning of the patient and patient tissue that made it look fine but once she got upright, the settling position is not optimal. Pt reported that about a month or two after they were implanted they had to have another surgery to reposition the device because it was sitting wrong in their body and pt was unable to charge their implant.